Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). No intervention was performed and the patient will be further monitored. The patient was in stable condition.